Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial electrical reset during interrogation. Testing and troubleshooting were the only clinical actions reported to have been taken for the device. The device remains in use. No patient complications have been reported as a result of this event.